Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys troponin t gen5 (tnt-g5) assay on a cobas e801 analytical unit. Initial result: 51.3 ng/l (accompanied by a data flag). The data flag prompted the repeat of the sample. No questionable result was reported outside the laboratory. Repeat result: 26.2 ng/l.

Manufacturer narrative:
The cobas e801 analytical unit serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
The calibration was last performed on (B)(6) 2025, and it was acceptable. The alarm trace showed an abnormal aspiration (r1) alarm. The customer and service maintenance were performed within specifications. No issues were found with a visual check of the sample. The field service engineer checked the rinse levels, the pre-wash sippers, the reagent, and the sample probes' adjustments. Mechanism checks, instrument checks, and precision studies were performed, and they were all within specifications. A general reagent or analyzer problem can be excluded because the qc prior to the event was within ranges. The investigation did not identify a product problem. The cause of the event could not be determined.